Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was wet with insulin that was intended to be delivered to the patient. No adverse event reported. Return of the suspect device was requested for evaluation.